Event description:
The customer's mother called stating insulin leaked past the o-rings into the reservoir compartment. The mother also stated the customer experienced high blood glucose levels. The reported blood glucose reading was 184 mg/dl during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.